Event description:
It was reported that an ilet user experienced a low blood glucose episode with a nadir of 42 mg/dl. The user paused insulin delivery, and self-treated with approximately 28 grams of oral carbohydrate (apple juice), after which glucose rose to 221 mg/dl and insulin delivery was subsequently resumed. Education was provided that 15 grams of fast-acting carbohydrate is recommended to avoid rebound hyperglycemia. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient glycemic excursions without injury, hospitalization, or device alarms. Investigation included customer interview and troubleshooting with user education on hypoglycemia treatment and appropriate device use. Investigation of this case revealed no device malfunction and indicated user-related overtreatment of hypoglycemia as the precipitating factor for the post-event hyperglycemia, with the device functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management.